Event description:
It was reported that after the deployment of t1, the t2 deployed prematurely. No patient injury or complications were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Only the insertion device was returned no suture or ts. The needle is dramatically bent. The device was functionally tested for proper actuator advancement and cycling and was found not to function due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Further investigation is not warranted at this time.